Event description:
The customer reported there was a small hole on the pink rubber on the end of the subject device. The reported issue was observed while reprocessing the subject device. There was no patient involvement. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (hole on pink rubber) was confirmed. It was observed there were cuts on the pink rubber (acoustic lens). This report is being submitted for the reportable malfunction of cuts on acoustic lens.

Manufacturer narrative:
In addition to cuts on acoustic lens, service found the bending angle in right direction was out of specification, there was play in the control knob, the adhesive on the bending section cover was cracked, the adhesive on the bending section cover was peeled, the insertion tube was buckled below the boot, the universal cord was buckled, there were minor scratches on the light guide tube, the scope connector was corroded, the forceps channel was kinked and there were multiple broken elements on the ultrasound image. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been nearly 8 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the cuts on the acoustic lens could not be determined at this time. Olympus will continue to monitor field performance for this device.